Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and it passed. The receiver failed to charge and reboot due to the receiver not turning on even with good battery. Receiver log download failed due to receiver not turning on. Log review not performed due to receiver not turning on. Receiver functional testing was unable to be performed. The receiver case was opened, and the internal visual inspection passed. The allegation was undetermined. The probable cause could not be determined.